Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion hollow fiber oxygenator, it was reported that the device was primed and de-aired according to standard perfusion practice. No issues were noted during the de-airing process, which used 1,100 ml of lactated ringer's solution and 5,000 iu of unfractionated heparin (ufh) in accordance with departmental protocol. The pump was replaced and was selected to match the patient's body habitus and the target cpb flow rate of 5.3 l/min. Following a systemic injection of 300 iu/kg of ufh (departmental protocol) and an act reading of 413, cardiopulmonary bypass (cpb) was initiated. Upon initiation of cardiopulmonary bypass (cpb), the pre-oxygenator pressure was abnormally high (>400 mmhg) for a flow rate of 5.3 l/min, whereas the post-oxygenator pressure was normal at 150 mmhg. The pre-oxygenator pressure continued to rise, reaching 730 mmhg. Visual inspection of the circuit, setup verification, and a secondary check by another perfusionist all yielded normal results. (A141102) >pre-oxygenator pressure remains abnormally high and continues to rise, while post-oxygenator pressure is entirely normal at 160 mmhg at a flow rate of 5.2 lpm. The discrepancy between calculated and measured flow continues to increase, rising from 0.6 lpm to 1.2 lpm at the same  cardiopulmonary bypass (cpb) flow rate. Based on the clinical presentation, a diagnosis of oxygenator thrombosis is made.  During cardiopulmonary bypass (cpb), the oxygenator exhibits abnormal visual blood coloration (see photo). Cardiopulmonary bypass (cpb) is di scontinued, and blood is returned to the patient. The cardiopulmonary bypass (cpb) console is replaced, and a different terumo adult cpb kit is used. Cardiopulmonary bypass (cpb) and the surgical procedure was resumed following an act check. The procedure proceeds without further issues.the device was replaced with a terumo adult cardiopulmonary bypass (cpb) kit to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that there is no issue with the pump head, it is a pump body; they operate in occlusive mode. There is also no issues with the console. .